Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level 682 mg/dl and vomiting. Customer was treated with intravenous saline, insulin and electrolytes. Customer was released from the emergency room after 4 hours with no permanent damage. Reportedly, the customer allowed the pump battery to fully deplete due to not charging the battery, and the pump subsequently shut off. Tandem technical support educated the customer on charging the pump and resuming insulin delivery.